Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2002. Sought medical attention for redness and swelling at the piercing site 13 days later and oral antibiotics were prescribed. Returned for medical treatment one week later and an incision and drainage was performed and oral antibiotics were continued. A week later another incision and drainage was performed. The next day, pt was started on a home i.v. Antibiotic therapy which lasted one week. After that week, the pt was prescribed a new oral antibiotic.